Manufacturer narrative:
Result: fowler. The eval coding is representative of the info provided by the customer and is not based on a stryker medical device eval.

Event description:
It was reported by service report that the fowler was stuck. No pt involvement or adverse consequences are reported.